Event description:
Following several unsuccessful cavity integrity assessment (cia) tests with 2 novasure disposable devices during an endometrial ablation the physician did a hysteroscopy. No perforation was confirmed but they could not maintain distention of the uterus and aborted the novasure procedure. No treatment was needed and the pt was discharged home. A hysteroscopy, dilatation, and sounding with a metal sound (not a hologic device) were performed prior to the attempted ablation. It is not known when this suspected perforation occurred or what instrument may have been the cause.

Manufacturer narrative:
(B)(4). Serial number of the radio frequency controller not provided by the complainant. (B)(4). Device history record (DHR) review was conducted for the identified lot number and serial numbers of the two disposable devices. No abnormalities were found related to the reported info. These devices passed final testing prior to release. According to the instructions for use (IFU) warnings: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgment to determine whether or not further dilation is required. The novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm of a possible perforation prior to treatment. (B)(4).